Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 219-298mg/dl. Reportedly, the customer uses apidra insulin within their cartridges. Tandem technical support informed the customer that apidra was contraindicated for use with the pump. The customer declined to perform troubleshooting to determine a possible cause of the current occlusion alarm.